Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer ran a hardware performance check (hwpc), which identified an issue with the photometer lamp and light path, which he adjusted. Several other parts, including sample probes, gear pump head, and heat filter were replaced. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results from the cobas 4000 c311 stand alone system. The issue occurred with multiple samples from the patient. Sample 1 on (B)(6) 2025, the initial result was 372 mg/l with a data flag. The repeat result with a decreased sample volume was 5.5 mg/l. On (B)(6) 2025, the repeat result was 375 mg/l with a data flag. The repeat result with a decreased sample volume was 252 mg/l. Sample 2 on (B)(6) 2025, the initial result was 379 mg/l with a data flag. The repeat result with a decreased sample volume was 348 mg/l. On (B)(6) 2025, the repeat result was 375 mg/l with a data flag. The repeat result with a decreased sample volume was 329 mg/l. Sample 3 on (B)(6) 2025, the initial result was 392 mg/l with a data flag. The repeat result with a decreased sample volume was 7 mg/l. On (B)(6) 2025, the repeat result was 383 mg/l with a data flag. The repeat result with a decreased sample volume was 172 mg/l.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The investigation is ongoing.